Event description:
During a ventricular tachycardia procedure, a re-sterilized cool point tubing set leaked over the 220 volt electrical connection to the ensite velocity amplifier, which caused the system to shutdown. Due to the inability of the ensite to connect to the hospital network the procedure was unable to be completed and the procedure was rescheduled. There were no patient consequences due to these events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.